Event description:
It was reported that the patient complained of frequent urination and the color of urine was dark red and hence, nurse was given an indwelling catheter and the indwelling process was smooth. According to the doctor's advice, the urinary catheter was irrigated with bladder but the irrigating tube was not smooth. When the patient opened his pants, all the urinary tubes were found to slip out. The nurse checked the urinary duct and found that the urinary duct was intact without fracture and also stated that the saline injected into the balloon has leaked out. The patient was given a new indwelling catheter.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. Potential root cause for this failure mode could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the latex foley catheter product ifus were found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient complained of frequent urination and the color of urine was dark red and hence, nurse was given an indwelling catheter and the indwelling process was smooth. According to the doctor's advice, the urinary catheter was irrigated with bladder but the irrigating tube was not smooth. When the patient opened his pants, all the urinary tubes were found to slip out. The nurse checked the urinary duct and found that the urinary duct was intact without fracture and also stated that the saline injected into the balloon has leaked out. The patient was given a reindwelling catheter.